Event description:
It was reported that , "pt felt there was a fracture around the proximal portion of the stem and the stem had subsided. Stem removed and new one cemented in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.